Event description:
Following arthroscopic shoulder surgery performed in 2001, disposable infusion pump with 100 cc 1/4% marcaine was utilized. Pt returned 24 hours post-op with empty reservoir. No abnormal symptoms were encountered. Pump removed and discarded by pt at home. Catheter portion was discarded at facility.